Event description:
Information was received from patient (pt) with an implantable neurostimulator (ins). The reason for call was patient mentioned that when they first got the device, they had to charge every 10days, however, for almost a month now, patient noticed that they have to charge every other day. Patient mentioned that they didn't change any of the settings. Patient would like check if they can meet with someone and check their implant. Agent redirected the patient to their managing physician. Agent sent a message to the field for visibility. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.